Event description:
The nurse of a (B)(6) male pt called to report that the pt's electrode belt would not stay connected to the pt's monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt will not stay connected) has been confirmed. Upon investigation the trunk cable connector pins were bent, which prevented the electrode belt from connecting to the monitor. The root cause for the bent pins could not be positively identified but was likely excessive force while inserting the electrode belt trunk cable connector into the monitor. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.